Manufacturer narrative:
Updated information: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the corresponding author stated that medtronic product did not cause or contribute to any of the observed adverse events. No further details were given.

Event description:
Literature was reviewed regarding transcatheter pulmonary valve replacement (tpvr) in patients after arterial switch operation. Of the 22 patients who underwent tpvr, 19 received a medtronic melody valve and 3 received a non-medtronic sapien valve. The following adverse outcomes may have been associated with the melody valve system: confined tear of the distal main pulmonary artery following angioplasty (no intervention required); ventricular tachycardia requiring cardioversion; pulmonary edema; hematoma at the femoral venous access site; endocarditis that developed 4 to 5 years post-tpvr that required surgical replacement or medical treatment; pulmonary regurgitation (mild to moderate); high gradients; and reintervention on the pulmonary valve (surgical replacement, repeat tpvr, or balloon dilation). Reasons for reintervention consisted of stenosis, stent fracture with stenosis, and mixed stenosis and pulmonary regurgitation. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: ensemble ii delivery system, product ID: ens1022, lot number(s): unknown. Citation: nageotte s, salavitabar a, zablah je, et al. Transcatheter pulmonary valve replacement after arterial switch operation. Catheter cardiovasc interv. Published online july 20, 2024. Doi:10.1002/ccd.31152 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.